Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they hospitalized due to high blood glucose level of 600 mg/dl. The customer he was admitted to emergency room, patient's current blood glucose was 296 mg/dl. Customer reports they feel okay to troubleshoot. Customer treated for high blood glucose. Found that hospitalization, intravenous drip. Any significant events leading to hospitalization was tubing came disconnecting and cust didn't realize it. Time and date of hospitalization was (B)(6) 2017 6:15am. Cause of hospitalization per health care professional was diabetes keto acidosis. Outcome of the hospitalization: IV insulin drip. The customer wearing the pump at time of hospitalization. The product was not returned for analysis.